Manufacturer narrative:
Additional information was received that the patient did not like sitting in her battery. The patient underwent an ipg revision procedure wherein the ipg site was moved up. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the battery site. It was also noted that the pocket site was hot to touch and happens whether stimulation was on or off. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing pain at the battery site. It was also noted that the pocket site was hot to touch and happens whether stimulation was on or off. The patient will undergo an ipg replacement procedure.